Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2019 it was noted via a CT scan that the filter was tilted. The tip of the filter is located 6.5cm inferior to floor of right renal vein. Tip is positioned at about 10:00 to ivc wall. Distal arms of filter extend to almost level of inferior l4 endplate. Alignment of filter is slightly superior-ventral to inferior slightly dorsal; while in ivc. Equi-distant deployment of filter arms. Distal tips extend up to 2mm from ventral wall of ivc. Filter ends just as ivc bifurcates into common iliac veins. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2019 it was noted via a CT scan that the filter was tilted. The tip of the filter is located 6.5cm inferior to floor of right renal vein. Tip is positioned at about 10:00 to ivc wall. Distal arms of filter extend to almost level of inferior l4 endplate. Alignment of filter is slightly superior-ventral to inferior slightly dorsal; while in ivc. Equi-distant deployment of filter arms. Distal tips extend up to 2mm from ventral wall of ivc. Filter ends just as ivc bifurcates into common iliac veins. No patient complications were reported.